Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the pulmonary needle was loose in the patient when it was being used to collect sample. The needle was loose in the patient and had to be retrieved. The case was completed. There was no injury to the patient.